Event description:
A patient underwent a two-level anterior cervical discectomy and fusion procedure on an unknown date. Around nine weeks postoperative, a radiograph revealed the proximal and distal screw backing out of the plate. The patient is asymptomatic. There are no plans for revision. The surgeon will continue to monitor the patient.

Manufacturer narrative:
The implant remains in-situ. A radiograph image was provided to confirm the event. A review of the device history records was unable to be performed as the lot information of the product involved was not provided. A root cause was unable to be determined with the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.